Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage and that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Skin irritation at the pod's infusion site also reported. As treatment the patient replaced the pod and set up a temporary basal rate.